Event description:
During an open reduction internal fixation of the ankle, intraoperative x-rays revealed that a 4.0mm ss cannulated screw had unraveled from the bottom of the screw midway up the shaft. The surgeon left the screw inside the patient.

Manufacturer narrative:
Device currently remains in the pt. Synthes is unable to determine manufacturer or manufacturing site without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.